Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory (B)(6) 2007 population product advisory initially communicated on (B)(6) 2007, was explanted for normal battery depletion without allegation of premature battery depletion. There was no report of adverse patient effect.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.